Manufacturer narrative:
The returned incepta ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a few months ago code 1003 indicative of voltage too low for projected remaining capacity. After that, device reached battery capacity depleted. Today, patient received a appropriate shock due to ventricular tachycardia (vt), but as battery is in battery capacity depleted, the events can't be taken. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the incepta and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a few months ago code 1003 indicative of voltage too low for projected remaining capacity. After that, device reached battery capacity depleted. Today, patient received a appropriate shock due to ventricular tachycardia (vt), but as battery is in battery capacity depleted, the events can't be taken. Device was explanted. No additional adverse patient effects were reported.